Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain/ cramping') and device dislocation ('migration of essure device location of device:1/2 in uterus; 1/2 in fallopian tubes on both sides') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included mass in (B)(6) 2016. * on (B)(6) 2015 patient underwent transabdominal and transvaginal pelvic ultrasound resulted in echogenic portions of the essure devices are noted at the cornua bilaterally. Concurrent conditions included itching since (B)(6) 2016, anaemia since 2012, body mass index normal, shortness of breath and hot flashes. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal menstruation / abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) ,"), migraine ("migraines"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). In 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced melaena ("black and tarry stool") and gastrointestinal motility disorder ("constipation / diarrhea"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") with rash. In august 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in her mouth"), abdominal distension ("bloating"), dysmenorrhoea ("severe menstrual pain, dysmenorrhoea (cramping)"), diarrhoea ("diarrhea"), constipation ("constipation"), arthralgia ("joint pain"), memory impairment ("memory fog"), night sweats ("night sweat"), hot flush ("hot flash") and anaemia ("anemia"). The patient was treated with ferrous sulfate and surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower was resolving, the device dislocation, melaena, vaginal discharge, back pain, dyspareunia, migraine, alopecia, dysgeusia, fatigue, vaginal haemorrhage, menorrhagia, headache, weight decreased, abdominal distension, abdominal pain, nausea, gastrointestinal motility disorder, allergy to metals, diarrhoea, constipation, night sweats, hot flush and anaemia outcome was unknown and the dysmenorrhoea, arthralgia and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, back pain, constipation, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, headache, hot flush, melaena, memory impairment, menorrhagia, migraine, nausea, night sweats, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion procedure done with no complications. Plaintiff was seeking medical attention for her symptoms and was investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: headaches,menorrhagia, vaginal bleeding, abdominal pain, abdominal pain lower, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ cramping"), device dislocation ("migration of essure device location of device:1/2 in uterus; 1/2 in fallopian tubes on both sides") and melaena ("black and tarry stool") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included mass in (B)(6) 2016. * on(B)(6) 2015 patient underwent transabdominal and transvaginal pelvic ultrasound resulted in echogenic portions of the essure devices are noted at the cornua bilaterally. Concurrent conditions included body mass index normal, shortness of breath, hot flashes, anaemia since 2012 and itching since (B)(6) 2016. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal menstruation / abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) ,"), migraine ("migraines"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). In 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced melaena (seriousness criterion medically significant) and gastrointestinal motility disorder ("constipation / diarrhea"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") with rash. In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in her mouth"), abdominal distension ("bloating"), dysmenorrhoea ("severe menstrual pain, dysmenorrhoea (cramping)"), diarrhoea ("diarrhea"), constipation ("constipation"), arthralgia ("joint pain") and mental impairment ("memory fog"). The patient was treated with ferrous sulfate and surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower was resolving, the device dislocation, melaena, vaginal discharge, back pain, dyspareunia, migraine, alopecia, dysgeusia, fatigue, vaginal haemorrhage, menorrhagia, headache, weight decreased, abdominal distension, abdominal pain, nausea, gastrointestinal motility disorder, allergy to metals, diarrhoea and constipation outcome was unknown and the dysmenorrhoea, arthralgia and mental impairment had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, constipation, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, headache, melaena, menorrhagia, mental impairment, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion procedure done with no complications. Plaintiff was seeking medical attention for her symptoms and was investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: headaches,menorrhagia, vaginal bleeding, abdominal pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 15-mar-2019: pfs received. Event severe menstrual pain, dysmenorrhoea (cramping), memory fog and joint pain outcome were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe lower abdominal pain/ cramping') and device dislocation ('migration of essure device location of device:1/2 in uterus; 1/2 in fallopian tubes on both sides') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included mass in (B)(6) 2016. * on (B)(6) 2015 patient underwent transabdominal and transvaginal pelvic ultrasound resulted in echogenic portions of the essure devices are noted at the cornua bilaterally. Concurrent conditions included itching since (B)(6) 2016, anaemia since 2012, body mass index normal, shortness of breath and hot flashes. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) from(B)(6) 2016 to(B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal menstruation / abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse) ,"), migraine ("migraines"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). In 2013, the patient experienced alopecia ("hair loss"). On(B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced melaena ("black and tarry stool") and gastrointestinal motility disorder ("constipation / diarrhea"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") with rash. In(B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in her mouth"), abdominal distension ("bloating"), dysmenorrhoea ("severe menstrual pain, dysmenorrhoea (cramping)"), diarrhoea ("diarrhea"), constipation ("constipation"), arthralgia ("joint pain"), memory impairment ("memory fog"), night sweats ("night sweat"), hot flush ("hot flash") and anaemia ("anemia"). The patient was treated with ferrous sulfate and surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower was resolving, the device dislocation, melaena, vaginal discharge, back pain, dyspareunia, migraine, alopecia, dysgeusia, fatigue, vaginal haemorrhage, menorrhagia, headache, weight decreased, abdominal distension, abdominal pain, nausea, gastrointestinal motility disorder, allergy to metals, diarrhoea, constipation, night sweats, hot flush and anaemia outcome was unknown and the dysmenorrhoea, arthralgia and memory impairment had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, back pain, constipation, device dislocation, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, headache, hot flush, melaena, memory impairment, menorrhagia, migraine, nausea, night sweats, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion procedure done with no complications. Plaintiff was seeking medical attention for her symptoms and was investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: headaches,menorrhagia, vaginal bleeding, abdominal pain, abdominal pain lower, most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events night sweat, hot flash, anemia were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ cramping"), device expulsion ("migration of essure device location of device: 1/2 in uterus; 1/2 in fallopian tubes on both sides") and melaena ("black and tarry stool") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included mass in (B)(6) 2016. On (B)(6) 2015 patient underwent transabdominal and transvaginal pelvic ultrasound resulted in echogenic portions of the essure devices are noted at the cornua bilaterally. Concurrent conditions included body mass index normal, shortness of breath, hot flashes, anaemia since 2012 and itching since (B)(6) 2016. Concomitant products included ethinylestradiol; norgestimate (tri-sprintec) from (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal menstruation / abnormal bleeding (menorrhagia)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse"), migraine ("migraines"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea"). In 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced melaena (seriousness criterion medically significant) and gastrointestinal motility disorder ("constipation / diarrhea"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") with rash. In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in her mouth"), abdominal distension ("bloating"), dysmenorrhoea ("severe menstrual pain"), diarrhoea ("diarrhea"), constipation ("constipation"), arthralgia ("joint pain") and memory impairment ("memory fog"). The patient was treated with ferrous sulfate and surgery (full hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, arthralgia and memory impairment was resolving and the device expulsion, melaena, vaginal discharge, back pain, dyspareunia, migraine, alopecia, dysgeusia, fatigue, vaginal haemorrhage, menorrhagia, headache, weight decreased, abdominal distension, abdominal pain, nausea, gastrointestinal motility disorder, allergy to metals, dysmenorrhoea, diarrhoea and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, constipation, device expulsion, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, headache, melaena, memory impairment, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion procedure done with no complications. Plaintiff was seeking medical attention for her symptoms and was investigating her options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.6 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: headaches, menorrhagia, vaginal bleeding, abdominal pain, abdominal pain lower. Most recent follow-up information incorporated above includes: on 10-dec-2018: pfs received- new events added: migration of essure device location of device: 1/2 in uterus; 1/2 in fallopian tubes on both sides, diarrhea, constipation, plaintiff did not undergo essure confirmation test, joint pain and memory fog. Outcome of abdominal pain lower updated to recovering / resolving. New reporter, medical history, concomitant and treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.